Event description:
A cartridge alarm was reported by the caller. There was no adverse impact to the customer's blood glucose level. Tandem technical support confirmed the pump was under warranty and arranged for a replacement pump with updated software. The caller acknowledged the instructions provided, including returning the faulty pump. A follow-up was conducted to provide the tracking number for the replacement shipment, and no further assistance was needed.